Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. D4: batch#: unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Was there any other issue noted with the staple line other than leak (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the leak controlled? Suture sewing. Were any staples delivered into the tissue at all? Yes. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed. Was the staple line interrupted; staples not present/visible on any portion of the staple line? No. A manufacturing record evaluation was performed for the device lot: e25110057, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the lung wound surface formed poorly with nails, and the lung wound continued to leak air after using the stapler. There was no patient consequence nor surgical delay reported. No additional information provided.